Event description:
It was reported that pump displayed malfunction alarm code 16 and shut down. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump and did not require assistance from a third party. The customer reverted to an alternate method of insulin therapy.